Event description:
It was reported that the product was in use when the end broke off inside the knee cavity. It was further reported that the broken piece was retrieved from the knee cavity. Further, a replacement product was available to complete the surgery successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.